Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the dwell. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that they disconnected without covering the patient line with a cap. The tsr assisted the hp to clear the alarm. The hp was not going to get more supplies to re-set up for therapy and they were going to drain with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.